Event description:
Per (B) (6) adverse event report, the atrial lead was not pacing following implant. The lead had dislodged and fallen into the right atrium. This lead was successfully revised and remains implanted.